Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using this device to perform a synchronized cardioversion on a patient in ventricular tachycardia. The user attempted to deliver a synchronized shock to the patient three times. The device did not shock on the first two attempts, but did shock on the third attempt. The customer reported that the third shock was delivered incorrectly and put the patient into ventricular fibrillation. The user administered additional asynchronous shocks to the patient using this device and the patient regained an organized rhythm.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control performed a clinical review of the reported patient event and concluded that the reported issue was due to a use error. The device user did not confirm proper placement of the sync sense markers on the patient's ECG wave form before delivering a shock. The device's operating instructions instruct the user to adjust the device's ECG settings if the sync sense markers are not in the correct location.

Event description:
The customer contacted physio-control to report that they were using this device to perform a synchronized cardioversion on a patient in ventricular tachycardia. The user attempted to deliver a synchronized shock to the patient three times. The device did not shock on the first two attempts, but did shock on the third attempt. The customer reported that the third shock was delivered incorrectly and put the patient into ventricular fibrillation. The user administered additional asynchronous shocks to the patient using this device and the patient regained an organized rhythm.